Event description:
A clinical mgr rn from a hemodialysis pediatric user facility has verbally reported that one of the patients experienced symptoms of lip swelling, tongue swelling, difficulty with breathing, hives, and severe vomiting within mins of the onset of the dialysis treatment. The rn questions anaphylaxis. The rn also verbalized that during this event, some cardiac changes were noted. The patient was removed from this treatment set and transferred to the ICU unit where he was monitored for the night. The blood was not returned to this patient. The rn also reported that this patient had been receiving all dialysis with this use of this dialyzer for months. A medical decision was made to start this patient on peritoneal dialysis on the following day. It was reported this patient is fine and fully recovered from this incident where he currently is dialyzed through peritoneal dialysis. The rn also verbalized that all symptoms now are resolved. A sample is available for an evaluation.